Event description:
The customer's sister called to report that the customer was taken to the emergency room with a low blood glucose reading of 21 mg/dl. It was stated that the customer had never experienced such low blood glucose levels. It was advised to have the customer speak with her health care professional to review the carbohydrate ration and basal rate settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contribute to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.